Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella rp was not appropriately sitting across tricuspid ring. Map (transesophageal echocardiography) value had not improved since rp started. The physician decided to remove rpsa and exchange for rp flex to be able to set inlet cage in ra. Impella rpsa weaned and removed with no complications. There was no harm to the patient.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Product was not returned for investigation. The positioning issue was most likely related to the patient's condition since they had anatomical abnormalities following tricuspid ring surgery, based on given clinical details.